Event description:
It was reported that the gastrointestinal videoscope had scope connecting error image blacks out and outputs repeatedly by tensioning the scope connector. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.